Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with diabetic ketoacidosis (dka). The patient reported they were unable to active a pod due to their pdm (personal diabetes manager) battery not holding a charge. No specific bg (blood glucose) levels were reported. The patient was treated with intravenous fluids and an anxiety medication. The patient was released within 6 hours. The patient was given a prescription for bg testing supplies and instructed to give insulin by injection until his new pdm is received.